Event description:
A prolieve rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx thirty mins into the procedure, the system gave a message that the rtm was malfunctioning. Two of the three sensors stopped reading and the physician aborted the procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
He lot number of the device is unk; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.